Event description:
It was reported that the drain became occluded with serous fluid.

Manufacturer narrative:
Investigation is still in progress. Once investigation complete, a supplemental report will be filed.